Event description:
It was reported that the patient underwent excisional debridement of the driveline exit site on (B)(6) 2021. Mycobacterium abscessus cultures had been previously identified as the source of the infection.

Manufacturer narrative:
Mycobacterium abscessus cultures had been previously identified as the source of the infection: MFR# 2916596-2022-01316 and also related to 2916596-2022-00917 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.